Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive bolus express and up buttons due to corroded keypad traces. No moisture damage was found on the electronic assembly during our visual inspection. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error and low reservoir alarm due to unresponsive button. However, the motor passed motor test. The insulin pump had broken reservoir tube lip, minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a motor error alarm and was not able to clear. Customer was taken to the hospital on (B)(6) 2016 with blood glucose of 300 mg/dl. Customer's blood pressure was high which caused high blood glucose. Customer was treated with an insulin pen, morphine and nitroglycerine. Customer was disconnected from insulin pump for a little over 24 hours at the time of hospitalization due to motor error alarm. Customer reported of losing battery cap. Customer reported that drive support cap appeared normal. Customer reported of going through a metal detector door. Troubleshooting could not continue due to motor error alarm and non-responsive buttons. Customer was advised that insulin pump would need to be replaced.